Event description:
A (B)(6) female patient's sister contacted zoll customer support to report constant check therapy electrode messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) is underway. The reported problem (constant check te messages) is being investigated. As received, the trunk cable connector was cracked and the belt failed incoming testing. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective electrode belt. The patient received a replacement electrode belt and monitor.